Event description:
Procedure: sleeve gastrectomy. According to the reporter: after firing the first sulu, the second attempt to fire felt strange to the surgeon and she asked to use a new handle. Then she re-stapled the line that was suspected and it felt better. There was unanticipated tissue resection with the second firing, it was more like going over the already existing staple line, only with one side of the sulu. Synovis peri-strip dry reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)